Manufacturer narrative:
(B)(4). Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the affiliate, a perforator failed to disengage and plunged into the patient's brain.

Manufacturer narrative:
UDI (B)(4). Additional information sample was received for evaluation. The perforator was visually inspected. The perforator and label were soiled. The perforator was then functionally tested. A series of holes were drilled without issue. The device performed as intended. A review of manufacturing records found no anomalies during the manufacturing process. Based on the results of the investigation, the reported issue could not be confirmed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.